Event description:
One day post implant of this implantable cardioverter defibrillator (ICD), the pt died. It is reported that during the implant, the physician was not able to induce ventricular fibrillation (vf), only ventricular tachycardia/flutter (vt). This vt was converted with a 12j shock. The pt went home and then returned to the emergency dept for evaluation of pain in the pectoral pocket and up into the neck. The pt was evaluated and was discharged. At home, the pt went into spontaneous low amplitude vf, exhausted device therapy and died. All shocking impedances were normal at 35-37 ohms. The vf was appropriately sensed by the device. The pt has a history of coronary artery desease (cad) with stents.